Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient deteriorated at home and when the emergency team arrived, the patient collapsed. Despite fast transfer to local emergency department (ed) and maximal provided support, the patient passed away.